Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. It was reported the pump was removed due to infection at the pump pocket site in (B)(6) 2019 (date asked and unknown). An hcp confirmed an intrathecal catheter was still in the spine around l1. It was stated that the pump therapy worked excellent for chronic pain. The patient had no further details on the event other than it was at the hospital listened in the report. The patient stated they will not have any further information on this in the future, and the rep would have no further information. It was noted the issue was resolved at time of report. The patient's status was alive- no injury. The patient's medical history was asked, but unknown. The event date was (B)(6) 2019.